Event description:
It was reported that prior to starting a da vinci si surgical procedure, the user facility identified a nick on the side of the round tip scissors instrument's shaft. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the black tube insulation was damaged at the distal end. The insulation was gouged on one side and had a section lifted up roughly 5 inches above the instrument's snake wrist. When the lifted section was pushed down, it covered the exposed section of the shaft, suggesting no material was removed. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.